Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
It was reported that premature battery depletion was observed on the pulse generator. The patient presented to the operating room for device replacement procedure. The device was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.